Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 43 percent remaining to 11 percent remaining over the course of six months. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product is being retained by the hospital and therefore has not been returned. If the product is returned in the future, analysis will be performed and a supplemental report will be issued. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting hydrogen-induced accelerated battery depletion; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.